Manufacturer narrative:
Device evaluation: ased on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Pain-breast: unable to observe since it is not related to the device. As per the investigation procedure deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "pain." The device has been explanted. Healthcare professional later reported capsular contracture, baker grade IV and seroma-late

Manufacturer narrative:
Continued e1. Phone: (B)(6) continued e1. Fax:(B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grad IV and seroma-late photo analysis: visual analysis of the photographs identified: device patch with lot number 2145054 and catalog number 115-253cc. ¿ pain-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "pain." The device has been explanted. Healthcare professional later reported capsular contracture, baker grade IV and seroma-late